Manufacturer narrative:
The device was returned and evaluated, and the image was distorted due to a faulty receptacle unit, the front panel light-emitting diode (led) was not glowing properly due to a faulty front-panel unit, and there was dust inside the unit. Additional findings include a heavy crack on the power switch and the tank socket was corroded. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that a horizontal line was displayed on the image of the video system center. No patient harm was reported. The device was returned and evaluated, and the front panel was not glowing properly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by failure of the front panel. However, the specific cause of the faulty front panel was not established at this time. Olympus will continue to monitor field performance for this device.